Event description:
During an acdf at levels c4-c5, tow of the holes in zero-p implant would not properly engage the screws, and the screws would not look correctly to the plate. The surgeon removed the zero-f implant and screws, and used new product to complete the procedure. Twenty minutes were added to the procedure. This is 3 of 5 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: a visual examination of the returned device revealed non-trivial abrasion marks where the locking screw threads mate and obtain capture with the zero-p implant. Dimensional checks of the returned locking screw that could be performed revealed conformance to product specifications. Based on the visual examination of the locking screw and zero-p interface surfaces, it is reported that the event could have resulted from an attempt(s) to insert the locking screw at an incorrect angle. No evidence of a deficiency in the locking screw design or manufacturing was identified. At this time a root cause cannot be determined. A device history record number was not provided or identified; therefore, a device history record review could not be performed.